Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The device was returned, evaluated, and the user¿s report was not confirmed. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators discovered a heavy leak in the light guide tubing and believe that it is likely that moisture invaded the device due to an inappropriate repair of the light guide tube by a third-party. The presence of water damage/corrosion aligns with the subject device presenting the reported failure mode inconsistently. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope had e315 scope error. The issue occurred during preparation for use. There were no reports of patient harm.